Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug of unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that an infection was confirmed. The date of the event was (B)(6) 2016. The infection was associated with implant. It was indicated that they never had a chance to fill the pump with medication after it was implanted. The patient had a "severe staph infection" with symptoms of fever and redness. The patient's back and around the patient's side became severely red very quickly. The redness was all of the sudden and then had increased. The patient had a lower grade fever. The change in therapy/symptoms occurred suddenly versus gradually. It was further noted that the patient had symptoms over the weekend and when he saw the physician on (B)(6) 2016, they determined it was a staph infection and performed emergency surgery on the patient. A total device system explant was performed. The patient was given antibiotics intravenously in the hospital for 3-4 days and then oral antibiotics not ed as zyvox at home. As of (B)(6) 2016, the patient still had the infection and was on oral antibiotics. The following additional information has been requested regarding which was not available at the time of this report: diagnostic tests performed including results and cause of event. If additional information is received, a follow-up report will be submitted.